Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4). Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported a large leak that results in the loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was reseated to resolve the reported issue.